Event description:
Ventilator was placed on standby, staff smelt smoke - vent was removed from care area - there was no pt in the area at the time of the event. Equipment review revealed that the ui pcba had a burnt component.